Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received a open book image and broken force sensor which was detected during seating or regular delivery. Customer's blood glucose value was unknown. Customer reports they received the open book image on the insulin pump screen. The device will not be returned for analysis.